Manufacturer narrative:
This supplemental report is being submitted to provide mothd, results, and conclusion: as they were inadvertently not submitted with the final MDR (supplemental 1 submitted 05/13/2010).

Event description:
The facility representative contacted baxter on (B)(6) 2010 to report a colleague infusion pump in which on (B)(6) 2010 visible smoke came from the channel when the pump was opened to load the tubing. The event occurred during biomedical testing. There is no adverse event, patient injury or medical intervention associated with this report. The software version of this device is currently unknown.there is no further complaint information available.

Manufacturer narrative:
Cypher select product (cra/crb/cjb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
One non-sterile cypher (B)(4) 3.50 x 33 was received coiled in two plastic bags. Bends were observed at 16 cm, 18 cm, 22 cm, 52 cm, 86 cm, and 104 cm from proximal end. During functional analysis, several lab indeflators were attached to the luer hub without any difficulty. The balloon inflated when 2 atmospheres were reached, and no pressure losses were observed. Review of lot 15083762 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Pre-sterile lot 15083766 was also reviewed and it was observed that (B)(4) units were rejected during the assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. The inflation difficulty and incompatibility fit reported by the customer could not be confirmed. The cause of the bends and failures experienced by the customer could not be determined. Neither the DHR review nor the product analysis suggests that these bends or the failures experienced by the customer are related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken. Review of the information provided suggests that procedural factors may have contributed to the failure as there was no difficulty inflating after product was re-tightened to the inflation device.

Event description:
The patient was a male but his age unknown. The target lesion was the mid through distal rca. The lesion was a de novo and slightly calcified but not tortuous. There was 90% stenosis. Pre-dilation was conducted with a balloon (2.75/20mm: signet) to 6atm for 20 seconds twice. Then, a cypher (3.5/33mm) was delivered to the target lesion and the balloon was inflated; however, the pressure wouldn't increase above 12atm. The balloon was deflated once and the hub of the sds was retightened with the inflation device (kaneka). When the balloon of the cypher was being inflated, the pressure increased until 20atm. The procedure was finished safely. There was no patient injury reported. The hub of the sds was connected to the inflation device directly without a t-shape stopcock. There was no information regarding the contrast medium. Physician's comment: the cause of this event might be due to the inflation device.